Event description:
It was reported after cuff check, intubation was performed, but there was a leak alarm, and the tube was changed. There was patient involvement, but no harm or adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00092-00. The date of that submission was 03-feb-2025. B3: unknown. H3: one device was received. Device was visually and functionally tested and the customer reported complaint was confirmed. The welding process on the cuff was not completely done on part, due to the thickness of cuff. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.